Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain pelvic right side /chronic'), perforation ('migration/ perforation'), menorrhagia ('menorrhagia (heavy menstrual bleeding)'), epilepsy ('memory loss caused from seizures with epilepsy'), seizure ('seizures') and enterocolitis infectious ('intestinal infection') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "thermal ablation". The patient's medical history included epilepsy (not recovered prior to essure), dementia (not recovered prior to essure), seizure (not recovered prior to essure), sleep apnea, mitral valve prolapse, mitral regurgitation, hypothyroidism, vitamin b12 deficiency, syncope, cognitive disorder and diarrhea. Concurrent conditions included burning micturition, dysuria, urinary frequency, hematuria, cystitis, vulvovaginal candidiasis, anthrax sepsis, menses irregular, fibroids, uterine bleeding, metrorrhagia, lumbar radiculitis, pseudodementia, carpal tunnel syndrome, thermal ablation, ulnar tunnel syndrome, hyperlipidemia, aortic valve replacement, vitamin d deficiency, postmenopausal atrophic vaginitis, energy decreased, sinusitis bacterial, incontinence, increased serum creatinine, adenomyosis, perineal pain, indigestion, panic attacks, anxiety, ovarian cyst, uterine enlargement, heart disease, unspecified, lethargy, paratubal cyst, fecal incontinence, diastolic dysfunction, adenoma, dysplasia, proctitis and cerebellar atrophy. Concomitant products included acetylsalicylic acid (bayer aspirin), clonazepam (klonopin), lamotrigine since 2000, levothyroxine, losartan potassium since 2009, oral contraceptive nos since 2011 to (B)(6)2015, pantoprazole and sertraline hydrochloride (sertraline hcl). On (B)(6)2016, the patient had essure inserted. In 2016, the patient experienced bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems") and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), urinary tract infection ("uti"), migraine ("migraines/headaches"), pruritus generalised ("itching all over body") and abdominal pain lower ("lower abdomen pain"). In (B)(6)2018, the patient experienced polyp ("polyps"). In 2018, the patient experienced hot flush ("hormonal changes: hot flashes"). On an unknown date, the patient experienced perforation (seriousness criterion medically significant), menorrhagia (seriousness criterion medically significant), epilepsy (seriousness criterion medically significant), seizure (seriousness criterion medically significant), enterocolitis infectious (seriousness criterion medically significant), rash ("rash"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), amnesia ("memory loss caused from seizures with epilepsy"), vaginal discharge ("vaginal discharge"), abdominal pain upper ("upper abdomen pain"), abdominal pain ("abdominal pain"), iron deficiency anaemia ("anemia"), hypersensitivity ("hypersensitivity"), psychological trauma ("psych injury"), vaginal infection ("vaginal infection"), tooth disorder ("dental problem"), headache ("headaches"), nausea ("nausea"), visual impairment ("vision problem"), dermatitis allergic ("rash/skin condition") and gastrointestinal disorder ("gi conditions") and was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain, menorrhagia, bladder disorder, dysmenorrhoea, urinary tract infection, abdominal pain, iron deficiency anaemia and vaginal infection had resolved and the perforation, epilepsy, seizure, enterocolitis infectious, rash, female sexual dysfunction, dyspareunia, fatigue, polyp, hot flush, migraine, amnesia, pruritus generalised, vaginal discharge, weight increased, abdominal pain upper, abdominal pain lower, hypersensitivity, psychological trauma, tooth disorder, headache, nausea, visual impairment, dermatitis allergic, gastrointestinal disorder and hormone level abnormal outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, amnesia, bladder disorder, dermatitis allergic, dysmenorrhoea, dyspareunia, enterocolitis infectious, epilepsy, fatigue, female sexual dysfunction, gastrointestinal disorder, headache, hormone level abnormal, hot flush, hypersensitivity, iron deficiency anaemia, menorrhagia, migraine, nausea, pelvic pain, perforation, polyp, pruritus generalised, psychological trauma, rash, seizure, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal infection, visual impairment and weight increased to be related to essure. The reporter commented: she received treatment for menorrhagia, anemia, psych injury, perforation, bladder problems, uti ,vaginal infection diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.2 kg/sqm. Hysterosalpingogram - in 2016: essure confirmation test unknown: bilateral occlusion. Imaging procedure - on (B)(6)-2016: bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: migraine headaches, depression, pelvic pain, quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received, new events- "abdominal pain, menorrhagia, anemia, hypersensitivity, psych injury, perforation, vaginal. Infection, dental probs., headaches, nausea, vision problem, rash/skin condition, gi conditions, hormonal changes" were added, events "dysmenorrhea, pelvic pain, bladder problems, uti" outcome added as recovered/resolved. Reporter address updated. Incident; no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain pelvic right side'), epilepsy ('memory loss caused from seizures with epilepsy'), seizure ('seizures') and enterocolitis infectious ('intestinal infection') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "thermal ablation". The patient's medical history included epilepsy (not recovered prior to essure), dementia (not recovered prior to essure), seizure (not recovered prior to essure), sleep apnea, mitral valve prolapse, mitral regurgitation, hypothyroidism, vitamin b12 deficiency, syncope, cognitive disorder and diarrhea. Concurrent conditions included burning micturition, dysuria, urinary frequency, hematuria, cystitis, vulvovaginal candidiasis, anthrax sepsis, menses irregular, fibroids, uterine bleeding, metrorrhagia, lumbar radiculitis, pseudodementia, carpal tunnel syndrome, thermal ablation, ulnar tunnel syndrome, hyperlipidemia, aortic valve replacement, vitamin d deficiency, postmenopausal atrophic vaginitis, energy decreased, sinusitis bacterial, incontinence, increased serum creatinine, adenomyosis, perineal pain, indigestion, panic attacks, anxiety, ovarian cyst, uterine enlargement, heart disease, unspecified, lethargy, paratubal cyst, fecal incontinence, diastolic dysfunction, adenoma, dysplasia, proctitis and cerebellar atrophy. Concomitant products included acetylsalicylic acid (bayer aspirin), clonazepam (klonopin), lamotrigine since 2000, levothyroxine, losartan potassium since 2009, oral contraceptive nos since 2011 to (B)(6) 2015, pantoprazole and sertraline hydrochloride (sertraline hcl). On (B)(6) 2016, the patient had essure inserted. In 2016, the patient experienced bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems") and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), urinary tract infection ("uti"), migraine ("migraines/headaches"), pruritus generalised ("itching all over body") and abdominal pain lower ("lower abdomen pain"). In (B)(6) 2018, the patient experienced polyp ("polyps"). In 2018, the patient experienced hot flush ("hormonal changes: hot flashes"). On an unknown date, the patient experienced epilepsy (seriousness criterion medically significant), seizure (seriousness criterion medically significant), enterocolitis infectious (seriousness criterion medically significant), rash ("rash"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), amnesia ("memory loss caused from seizures with epilepsy"), vaginal discharge ("vaginal discharge") and abdominal pain upper ("upper abdomen pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, epilepsy, seizure, enterocolitis infectious, rash, female sexual dysfunction, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, polyp, hot flush, urinary tract infection, migraine, amnesia, pruritus generalised, vaginal discharge, weight increased, abdominal pain upper and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, abdominal pain upper, amnesia, bladder disorder, dysmenorrhoea, dyspareunia, enterocolitis infectious, epilepsy, fatigue, female sexual dysfunction, hot flush, migraine, pelvic pain, polyp, pruritus generalised, rash, seizure, urinary tract disorder, urinary tract infection, vaginal discharge and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.2 kg/sqm. Hysterosalpingogram in 2016: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: migraine headaches, depression, pelvic pain, quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet received: event injury was updated to events: rash, apareunia (inability to have sexual intercourse), bladder problems, urinary problems, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, polyps, hormonal changes: hot flashes, uti, intestinal infection, migraines/headaches, memory loss caused from seizures with epilepsy, itching all over body, lower abdomen pain, upper abdomen pain, itching all over body, seizures, vaginal discharge, weight gain. Essure removal details, onset date of events, medical history, concurrent condition, concomitant medication and laboratory data were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.